Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was not satisfied with device inflation; therefore, a surgical procedure was performed to remove the app and implant a new inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was not satisfied with device inflation; therefore, a surgical procedure was performed to remove the app and implant a new inflatable penile prosthesis (ipp). There were no patient complications reported.